Manufacturer narrative:
Analysis synthesis: upon reception, the subject smartview connect was tested and the reported event was not possible to be confirmed since no network was available. A reference sim card was inserted into the smartview connect resulting in the impossibility to establish a connection with the back office. Analysis revealed that the device did not connect to the back office since its first utilisation and that the smartview connect application upgrade and the renewal of the certificate most probably occurred at the same time, resulting in a mismatch between the certificate and the private key. As a result, the stored certificate was the wrong one and communication was prevented with the back office, leading to the observed issue. This case is recorded for trending purposes.

Event description:
Reportedly, when the patient was entering the implant serial number, the screen displays "no network".